Manufacturer narrative:
A manufacturing investigation action was conducted/performed. The report indicates that the: we have received the reported drill bit (part 310.509 / lot 9618624) for investigation. The visual inspection has shown that approximately 4 mm from the tip section is broken off and the flutes are strongly untwisted. The tip and cutting blades are in a used condition with signs of wear. The mentioned black-colored mark on the tip could not be detected. The ø1.8 of the drill bit got measured. Drill bit diameter: measured drill bit diameter = ø 1.79 mm conclusion: the measuring result does show conformity. The manufacturing review shows that the production procedures were per the specifications and there were no issues that would contribute to this complaint condition. The used material was stainless steel as required and the measured harness was within the specification. The broken surface is homogenous what indicates material conformity as well. Based on the provided information we are not able to determine the exact cause of this complaint. We only can assume that a blockage in combination with too much mechanical force caused the breakage of the drill bit. A possible reason for a blockage could be a metallic contact or with bone material blocked flutes. Therefore, we can confirm the visible damages are not from any manufacturing non-conformity. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Reporter phone number is not provided. A device history record (DHR) review was performed for part # 310.509, lot # 9618624: manufacturing location: (B)(4), manufacturing date: 10.sep.2015: no non conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a surgery for the distal radius fracture on (B)(6) 2017, the tip of the drill bit was broken. During the review, it was found that there was a black-colored mark on the tip of the drill bit in question. No broken piece was remained in the patient¿s body. Procedure was completed successfully. No other medical intervention was required. No delay in surgery or adverse consequence to the patient was reported. This report is for one (1) 1.8mm drill bit this is report 1 of 1 for complaint (B)(4).